Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the patient presented to the clinic and the atrial lead exhibited more than one thousand episodes of auto mode switching. The lead exhibited noise.